Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device determined that there is a bend in the distal end of the needle. During a visual examination, with the needle fully extended, there was a bend in the needle observed at 5 cm from the distal end. A second bend in the needle was noted at 1.5 cm from the distal end when the needle is extended. The bend in the needle at the distal end could make it difficult to penetrate the targeted site. There is a bend in the catheter at 6 cm from the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use it is possible that if needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope, that this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place. Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: note: number in safety lock ring window indicates extension of needle in centimeters. The instructions for use state: attach device to accessory channel port by rotating device handle until fittings are connected. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was received by cook on (B)(6) 2015 from the user facility: during an endoscopy procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. The doctor said the needle was not able to be positioned correctly; the patient was not punction [needle did not puncture] at the end. On (B)(6) 2015, the following information was provided to cook from the competent authority: the stylet hub was nearly impossible to use. As a result of this, the intervention [procedure] was stopped, there was a change in protocol, and there was longer intervention [procedure] time. Upon receiving the device for evaluation on (B)(6) 2015, a severe bend was noted at the distal end of the needle.